Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed no damage on top case. Bottom case is cracked by l-bracket screws. Plunger head is cracked by all screws. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be normal wear; device was over nine years old actions taken to mitigate the reported issue: replaced motor assembly, worm gear, leadscrew and clutch halves. Performed occlusion test and all functional testing which passed.

Event description:
It was reported that motor error event occurred. No patient injury reported.